Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.3, lab: 2.8, therapeutic range: 2.0-2.9. Pt confirmed no change in diet.